Manufacturer narrative:
A visual inspection was performed on the reservoir, found the reservoir fail inspection due to the transfer guard needle was not centered; also performed pre-fill test and there was resistance when filling the reservoir.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that she woke up with high blood glucose and found 1/4 inch of air bubbles in the reservoir. Customer's blood glucose was 364 mg/dl. Customer's blood glucose at time of call was 399 mg/dl. After troubleshooting, customer wanted to return the reservoir for analysis. Customer was advised the reservoir will be replaced.